Manufacturer narrative:
(B)(4). Sex: the patient¿s gender was provided as "transgender male to female".

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient sample. The initial result was <5.00 pg/ml with a data flag and was reported outside the laboratory. The physician questioned the result and asked for the sample to be repeated. The patient in question had a diagnosis of transsexualism and was being treated with estrogen so the physician expected the result to be higher. The sample was repeated on (B)(6) 2016 initially with a 1:100 dilution by mistake and the result was 2232 pg/ml. The customer then repeated the sample undiluted and the result was <5.00 pg/ml with a data flag. The sample was repeated a third time with a 1:10 dilution and the result was 161.7 pg/ml. The patient was not adversely affected. The reagent lot number was 14543400 with an expiration date of 05/31/2017. It was explained to the customer not to dilute samples that have an estradiol result below 500 pg/ml as the results are not valid due to background noise. The field service representative found the measuring cells were damaged and failed performance testing. The measuring cells, sample probe, and pinch tubing were replaced. The analyzer then met or exceeded specifications for all performance testing and passed all applicable calibrations and qc. Further investigation of the provided data found alarms indicating there was abnormal sample aspiration. The most likely root cause of the event was an incorrect aspiration of the sample possibly due to a clot, low sample volume, or air bubbles on the sample surface.